Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose at the time of the incident. The customer was at 150 mg/dl at the time of the call, and 101 mg/dl after treatment by paramedics. The customer was given glucagon to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer was not disconnected during the rewind/ prime process. The insulin pump will be returned for analysis.